Event description:
Single account reported to dade company that they observed a clinical e. Facecium isolate vancomycin mic discrepancy. The account obtained vancomycin-susceptible results on the dried pos combo type 21 panel and vancomycin-resistant results on a secondary method (vre plate) for the clinical isolate. The susceptible result was not reported for the patient. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained.